Manufacturer narrative:
Per the user facility, the segment of line did not have a flow sensor placed on it.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the arterial line had a tiny dimple located immediately adjacent to the oxygenator connection which was causing a disruption in forward flow. As a result, the centrifugal was changed out during cpb. The surgical procedure was completed successfully. There was approximately a 3¿5-minute delay. There was no blood loss, nor adverse consequences to the patient.